Event description:
It was reported that during setup for a case, while plugging in the camera cord, it was noticed the connection wouldn't go all the way in. Instead of trying to force it into place, it was pulled out and upon inspecting the cord it was found that the prongs inside were bent and broken. It looks as if there are pieces inside the cart connection as well. The system could not be used and the surgeon did not want to do a manual procedure, so case was cancelled. The investigation found that the user forced the camera cable into the bbt foot pedal receptacle which cause the prongs to bend and break.

Manufacturer narrative:
H10: the device was intended for use in treatment and during setup for the case, while plugging in the camera cord it was noticed the connection wouldn't go all the way in. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. After the instructions for use review, product labeling has been ruled out as a cause of the complaint. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn 500084 revb) provides instructions for checking the proper function and connection of cables. The investigation confirmed there was a relationship established between the reported event and the device. Visual and functional investigation found that when the camera cable was replaced the system worked within specifications. This most likely occurred due to a user error when the user forcibly tried to connect the camera cable to the wrong receptacle and damaged the camera connector. No containment or corrective actions are recommended at this time. Per complaint details, the device malfunctioned during set-up/prior to use and the surgeon reportedly "did not want to use the manual instruments and cancelled the case". Based on the information provided no patient injury/impact resulted; therefore, no further medical assessment is warranted at this time.